Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing corrected. An event regarding seating/locking issues involving a x3 triathlon cs ins size 4 9mm was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. Medical records and evaluation not performed as no medical records were provided. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review. Indicated that there have not been any other events for the specified lot. The reported event involves attempts to implant two different inserts but the inserts would not seat properly. There appeared to be a gap in-between the baseplate and insert both times. The baseplate was not revised. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation the device as well as the baseplate would need to be returned to determine the root cause. No further investigation for this event is possible at this time.

Event description:
When implanting triathlon knee, surgeon felt that tibial inset was not engaged in baseplate properly. Wire seemed to have engaged in locking mechanism but surgeon commented that there appeared to be a gap all of the way around between the baseplate and insert wide enough for him to poke a howarth in and that this did not look normal to him. Insert was removed and a new insert implanted which also looked the same. Surgeon chose not to remove the base plate and replace with a new one.

Event description:
When implanting triathlon knee, surgeon felt that tibial inset was not engaged in baseplate properly. Wire seemed to have engaged in locking mechanism but surgeon commented that there appeared to be a gap all of the way around between the baseplate and insert wide enough for him to poke a howarth in and that this did not look normal to him. Insert was removed and a new insert implanted which also looked the same. Surgeon chose not to remove the base plate and replace with a new one.